Event description:
It was reported that the pump manufacturer representative had changed the software card in the physician programmer about two weeks prior to report. When the programmer was used to update a patient¿s pump, the application halted with the error code 08:08:f8:f8:544(253) and the pump went into stopped pump mode. It was confirmed that the pump was successfully re-programmed with another programmer and the issue resolved. The device system had been used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).